Manufacturer narrative:
The t:slim g4 cartridge instructions for use indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog; 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels (39 mg/dl). Food and glucose tablets were consumed to address the bg level. The customer was not sure what caused the low bg and reported to have used the cartridge for more than 3 days. Tandem technical support informed the customer the cartridge was not labeled to be used more than 3 days. Tandem technical support advised the customer to discuss the event with a healthcare provider.